Event description:
Related manufacturing reference number: (B)(6)new information received notes that the replacement right ventricular lead exhibited noise that was over-sensed by the device. The right ventricular lead was explanted and replaced. No patient consequences were noted.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the right ventricular lead exhibited noise that was over-sensed by the device and led to pacing inhibition. The right ventricular lead was capped and replaced on (B)(6) 2023. No patient consequences were noted.